Manufacturer narrative:
Date of report : 11jun2019, date rec¿d by MFR :10jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Multiple attempts were made to obtain repair information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the cart screw was faulty and a battery fault occurred. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.